Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation. (B)(4).

Event description:
On (B)(6) 2015, arjohuntleigh became aware of the complaint where it was reported that on (B)(6) 2015 during the lifting procedures with the chorus device, a pt's knee buckled, feet slipped off the foot plate support. The event outcome was indicated to be a fracture of a right humerus. It was reported that due to the pt age (B)(6) and the fact that pt suffered osteoporosis, no further surgery had been addressed. Later, one month after the event (on (B)(6) 2015), the pt died. At the time of writing this report, the cause of the pt's death is unk.